Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a blower temperature too high alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The key market (km) responder reported that the issue was an accidental failure, and that when the device was evaluated by the hospital's equipment department, the failure did not reappear. The device was working properly, and then returned to service. No further details were provided regarding the event.